Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had experienced a high blood glucose (bg) level of 315 mg/dl earlier in the day. The customer stated this was due to the breakfast they ate, and that they did not administer a bolus large enough to correct for the food consumed. The customer delivered a correction bolus. Subsequently, although the pump was able to beep and vibrate, it was noted to otherwise be unresponsive and stopped all insulin delivery. The customer's blood glucose was 135 mg/dl. Reportedly, the customer would use manual injections as alternate insulin therapy.